Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the keyboard was not typing correctly. The field service engineer (fse) logged into the game/test application on the device and performed a full keyboard functionality test. The fse confirmed that all keys responded correctly and verified that no further issues were present. Tested all drawers and slides for proper operation, opened the top cover to inspect connections in the electronics drawer, and removed accumulated dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station nuclear med keyboard did not type correctly. Some keys were wrong, and some were right. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.